Event description:
It was reported that the patient underwent additional surgery to remove a broken rod.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the rod cables have fractured at the distal and proximal flanges. A review of the device history records found no documentation to indicate a non-conformance to specification.